Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose level was 338 mg/dl. In addition, it was reported that the customer received a continuous glucose monitor error 42. Customer declined to further troubleshoot with tandem technical support.